Manufacturer narrative:
Initial reporter phone:(B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation a polarsheath was selected for use. A tear in the side port was noted after saline and contrast were connected. The tear occurred during the process of rotating the sheath. A leak with a slow drip occurred as well from the point where the port and sheath directly connect. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to disposal.